Event description:
The user facility reported a 44-year-old male in cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. During support, there was a leak in the purge line and the pump begin to have saturation. The decision was made for the device to be removed and a new impella cp to be placed within the patient. However, the patient had been bleeding through the hemostatic valve and 1 unit of blood was given for low hemoglobin levels. There was mild to moderate oozing from the groin site and 4 units of packed red blood cells (prbcs) were distributed for treatment. Eventually the impella cp was explanted and the impella 5.5 was implanted.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. ¿assess access site for bleeding and hematoma.¿. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.". This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Additional information provided in h6 and h10. Tthe investigation into the reported issue has been completed. No device waws receiced for evaluation. The device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.